Event description:
This is an international report of a transfer set that the solution would not stop coming out even after closing the clamp. The transfer set was in use for two months. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint for leak is confirmed because evaluation of the returned sample observed that the occluder feet were broken. The root cause is undetermined.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Baxter received one used set with original cap on dark blue connector and cap on patient connector. Visual inspection performed with the following issues noted: broken occlude feet. Visual inspection noted no whitish spot on the occluder leg that would indicate possible over-torquing. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with the following issues noted: broken occlude feet. Sample was confirmed for the reported problem. Upon completion of baxter's investigation, a follow-up will be submitted.